Event description:
It was reported the patient's lower scs leads were explanted. The patient was experiencing inflammation that was not resolving the leads implanted. Note device information is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.